Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot, cracked reservoir tube lip, and cracked reservoir tube noted.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer was unable to remove the battery cap causing the insulin pump to run out of battery life. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.